Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The caller stated the bar welded onto the head spring that the motor attaches to was bent and broken at the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rails were mounted in the wrong location, causing the drive arm to bend, which confirmed the original complaint issue.

Event description:
The caller stated the bar welded onto the head spring that the motor attaches to was bent and broken at the weld.